Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an out of specification downstream occlusion 13+/- psi (pounds per square inch) (7 to 19 psi). The downstream occlusion was present but the did not alarm downstream occlusion until the pressure was above the specified allowable range. The damaged upstream sensor was physically damaged. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.